Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1jje5, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3889-28, lot# va1jje5, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced redness, swelling and pain. It was also reported that the patient had an explant due to infection. Contributing factor to the reported event was listed as the patient being a diabetic. The doctor removed the ins and leads and after the patient heals, it was reported the doctor would place a new device. It was further reported that the patient came to the office with redness, pain, and inflammation. The medical doctor decided to explant the device. It was reported that the issue was resolved at the time of the report. No further complications were reported or anticipated.